Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked. The event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: this lot was manufactured between may 25 - 26, 2023. H11: the actual device and a video of the sample were provided for evaluation. A visual inspection was performed on the actual sample, and the reported leak was not easily identified. The returned video was reviewed, and it was noted the there was a leak at the lower front area of the eva (ethylene vinyl acetate) bag located at the eva lay-flat (film) of the bag. Functional testing was performed, and a leak was identified at the lower front area of the eva (ethylene vinyl acetate) bag located at the eva lay-flat (film) of the bag (as an eva lay-flat film pinhole puncture or cut defect was identified located at the eva lay-flat (film) at the lower front area of the eva bag). The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.